Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis was marked as "out of service" on the pyxis es system due to configuration change. A technical support specialist dial in to the server, examined the most recently modified actor key associated with the change, and discovered that the key pertained to rxt. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis was marked as "out of service" on the pyxis es system. This status resulted in a delay in medication dispensing and need investigation to identify who had removed the "in service" option. There were no adverse events or injuries reported based on this incident.